Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 1 year and 10 months after heartware lvad implantation. The batteries were removed from the patient and replaced. There were no injuries associated with this event. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of four reports (3007042319-2013-00318, 00319, 00320 and 00321) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of four reports (3007042319-2014-00318, 3007042319-2014-00319, 3007042319-2014-00320 and 3007042319-2014-00321) submitted for devices related to the same event.